Manufacturer narrative:
Adc has identified a software defect for the freestyle libre 2 application, with samsung a33/android 13 os, where the application may experience intermittent signal loss. As a result, the application user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1010-2023. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc application (samsung a33, os 13). The customer reported that the low glucose alarm failed to sound, and they were unable to be woken up from sleep by family. The customer required third-party treatment of food and drink. Please note that upon troubleshooting with customer, it was found that their sound and vibrate settings were turned off. There was no report of death or permanent injury associated with this event. The impacted product associated with this complaint is on market in the united states, as well as the following countries ous (outside of us): ae, at, au, be, ca, ch, cz, de, dk, es, fi, fr, gb, gr, hr, il, it, kw, lu, nl, no, nz, pl, pt, qa, sa, se, tw. Field action fa1010-2023 was issued to all impacted countries on (B)(6) 2023.